Event description:
It has been reported to philips that, system would not fully boot up. System wasn't in clinical use. No harm has been reported to philips. The remote service engineer (rse) inspected and found that flexvision pc had not been turned on with system during bootup and user manually pressed power switch on flexvision pc and then it turned on. System is working but remote service engineer (rse) is recommend to the user to replace the flexvision pc. Customer has ordered the flexvision pc.